Manufacturer narrative:
The lot number was provided. A review of the approved device history record indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device was not returned to the manufacturer; therefore, a product evaluation could not be performed. The root cause is unknown. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that during an attempt to advance the embolization coil, the coil detached in the catheter. Both segments of the coil were removed from the patient in their entirety along with the catheter. There was no reported intervention or patient injury. The patient was reported to be stable.